Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 544 mg/dl with no reported additional symptoms associated with an alleged time/date reset issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that patient¿s pump had the incorrect date/time for the last month up until the day of the complaint when they replaced the battery did troubleshooting with cts. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged time/date reset issue, with use error as a contributing factor.